Event description:
It was reported that during a hand assisted laparoscopic colectomy procedure, the devices continued to leak and cause a loss of pneumoperitoneum. The surgeon managed to complete the case with the devices, but saved the packaging for the rep to report the complaint. There was no adverse consequence to the pt. Both devices were discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for eval.